Event description:
She underwent injections of restylane for the first time in 2005 into her lip. Anesthesia in the form of an unspecified numbing injection was used pre-procedure. Several hours after the injection, the pt was seen in an emergency room with severely swollen face that began at her lip and spread to her cheeks and nasal area. According to the consumer, the emergency room physician treated her with i.v. Steroids and two unspecified prescriptions for the swelling and within approximately one week the swelling dissipated. The consumer was seeking information. The restylane lot number and expiration. Date were not reported.